Event description:
It was reported to philips there were broken standoffs found during servicing. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty bezel assembly. The repair bench technician replaced the bezel assembly. The device passed all performance assurance tests and was returned to the customer.